Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia. The patient's blood glucose level reached 937 mg/dl while wearing the pod longer than 48 hours. The patient reported they were receiving low bg alerts from their dexcom g7 and were treating their lows with orange juice, however, their blood glucose levels were actually high. The patient began feeling dizzy and had trouble seeing. The patient checked their bgs using an alternative method and saw the levels were 937 mg/dl and that the pod and sensor had not been communicating. At the ER the patient was treated with intravenous fluids and IV insulin. The patient was discharged after 8 hours. The pod has been discarded.